Event description:
Incorrect blood sugar levels verified with finger stick parallel testing. Dexcom7 reported sugars of >400, finger stock 127. Prior to realization I treated with insulin dropping sugar below safe level. It is friday (B)(6) 2025. Attempts to reach dexcom have failed. Called daily leaving number, no return call. One day I remained online for 5 hours. Poor attention meeting patient resolution. Failure to meet patient need can result in crisis. Taking 28 prescribed medications.